Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.18" x 0.66" was found to be broken off the yaw pulley. The broken piece was not returned. The instrument was also found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip installation point. The broken grip resulted in the conductor being disconnected. The conductor wire did not exhibit any damage to the wires or the insulation. No pieces were missing. An electrical continuity test was performed and the instrument failed. No signs of thermal damage were observed.

Event description:
It was reported that during central processing, the force bipolar was observed to have broken tips. There was no report of patient involvement.